Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue items. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue items. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, section d concomitant med prod data. Correction: section d medical device catalog, medical device serial, medical device model. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue items. A technical support specialist (tss) remotely accessed the system to verify the reported issue and found everything functioning as expected. The tss confirmed with the customer that the device was working successfully. The system functioned as intended after the technical support specialist verified the device.